Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. A lead fracture was suspected. An invasive procedure was performed. The lead was surgically abandoned and an epicardial lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.